Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and stated no fluid leaked; the pneumatic drawer was dry and clean. The compressor was checked for leaks and none was found. The source of the leak was unknown. The hissing sound was coming from the sample head that was malfunctioning. The fse replaced the sample head, ran controls and the instrument worked expected.

Event description:
A leak was reported when using the epics xl 4c flow cytometer. The operator was running the flow check alignment fluorospheres, when an unusual (hissing) sound was identified. The operator observed 5 ml of clenz fluid underneath the power supply. The operator cleaned the area. A beckman coulter field service engineer (fse) was sent to evaluate the instrument. The fse could not identify a leak. The fse did identify the hissing sound was coming from the sample head that was malfunctioning. The operator was wearing lab coat, glasses, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.